Manufacturer narrative:
Distribition panel.

Event description:
The international customer reported that the ventilator's ac power cord overhead at the female plug end while it was plugged into the rear of the ventilator. The customer reported the ventilator was in use on a pt and there was no pt harm. The device was removed from use and evaluation by MFR's distributor service engineer confirmed the reported event. Upon testing, the service engineer reported the unit was operational via backup battery, and checked and verified that all functions of the ventilator were in working order. The distributor will replace the unit's power supply, power cord and distribution panel to address the findings and reported event.